Manufacturer narrative:
This report is being submitted as follow-up no.1 to update section d9 and section h3, and to provide the completed investigation results. The actual device is no longer available for return; therefore, an evaluation could not be conducted. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory has been making efforts to maintain the quality of its products through various controls. In the product assembling process, a 100% visual inspection is performed to ensure there is no deformation in the coil. Additionally, the outer diameter is measured on a 100% basis to confirm there are no anomalies. The tip abutting resistance is also measured on a 100% basis to ensure there is no deformation in the tip load. During the shipping inspection, the sliding resistance of the distal end is measured for each lot to confirm there are no anomalies in lubricity. Furthermore, pulling strength is measured on a sampling basis for each product code and lot number to ensure there are no anomalies in strength. As stated in the instructions for use (IFU) of this product, if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation, or if the shape, behavior, or position of the guide wire's tip seems improper (e.g., if the tip is trapped due to vessel spasm or another cause, or if the tip is folded as shown in fig. 2), stop manipulating the guide wire and catheter immediately. Carefully determine the cause using fluoroscopy and take appropriate remedial actions. Then, remove the guide wire slowly, without timing, and replace it with a new one. Continuing to manipulate the guide wire or catheter under these conditions may result in vessel damage, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab nurse mgr. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A historical investigation of the product with the involved product code and lot number revealed no anomalies in the manufacturing or shipping inspection records. Additionally, no similar reports have been found in the past. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of (B)(4) factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during a heart catheterization using a runthrough wire, the physician placed a stent. When retracting the wire, it got caught on the stent and would not release. While attempting to free the wire, it broke, leaving a portion behind in the patient. They were able to snare some fragments but could not retrieve all. They then trapped the remaining wire fragment against the arterial wall with a stent, ensuring it would remain securely in place. The patient is fine, and the procedure was completed as intended with no blood loss.